Event description:
It was reported that during a drug eluting stenting treatment procedure, the balloon deflation was slow during withdrawal. The lesion location was not specified. The tortuosity of the vessel was unknown. The calcification and level of stenosis of the lesion are unknown. It was reported that the physician implanted a taxus liberte (mr) ous 38 x 3.00mm in the artery. The balloon was totally deflated when removed, however the deflation time was reported as poor. No deflation time was provided. There is no information available about the procedure outcome. No patient injuries or complications were reported. The patient's condition is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, as the device was implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specification. The most probable root cause of the reported complaint can be attributed to operational context, due to anatomical / procedural factors encountered during the procedure which limited the performance of the device. Product unavailable for analysis.